Event description:
A user experienced an under infusion with an electromechanical ambulatory infusion pump. Per the report, the pt discovered that the pump under infused during the night, as their medication was not fully delivered by the following morning. Based on the customer's report, there was no injury associated with the alleged malfunction.